Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that when the stimulation was turned on, the patient felt pain in the chest and heart fluttering. It was not known if the symptoms were related to the device.

Manufacturer narrative:
Additional information was received that the physician believed that the fluttering and chest pain were not device related. Computed tomography (CT) scan was requested but has not been scheduled.

Event description:
A report was received that when the stimulation was turned on, the patient felt pain in the chest and heart fluttering. It was not known if the symptoms were related to the device.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that when the stimulation was turned on, the patient felt pain in the chest and heart fluttering. It was not known if the symptoms were related to the device.

Manufacturer narrative:
Additional information was received that the physician cancelled the patient¿s computerized tomography (CT) scan. It was noted that the physician did not suspect that the event was device related. The patient will undergo an explant procedure.

Event description:
A report was received that when the stimulation was turned on, the patient felt pain in the chest and heart fluttering. It was not known if the symptoms were related to the device.